Manufacturer narrative:
(B)(4). Batch # n57811. Device evaluation: the analysis results found that the ecs25a device arrived with no apparent damage with the tyvek, and staple retainer present, only 16 staples were present on the device. The breakaway washer uncut and indented. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. For more information please refer to the instructions for use. The device was reloaded on the staples missing and tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: scrub nurse claims when taking device out of package she noticed "metal" on the rim. She began to prep as usual - opening device and removing anvil, informed staples "dumped out" of device. Nurse clarified ¿metal on rim¿: she described as ¿flash of metal upon opening device and removing ancillary trocar/retaining cap as possible staples. She said staples ¿fell¿ out of device upon removing anvil etc. During removal from packaging and prep. She claims the safety was not touched by her at all and appeared intact. The retainer cap housing the ancillary trocar appears to have markings from the staple legs. Photographic analysis: first image shows a lot number n93g7g, exp date, 2021-10-31. Second and third images show a staple retainer with marks on the plastic as if the staples were protruding and touching the staple retainer. Please note that if the trigger is activated, the staples could be partially deployed. Based on the images alone the event describe is confirmed.

Event description:
It was reported that during a colon resection, the device was on the field and ready to go. At usage time the staples all fell out. There were no patient consequences reported.